Manufacturer narrative:
H3: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure of deep brain simulation implant, the perforator broke in the distal part that attaches to the attachment. The surgeon changed the perforator and continued the surgery. There was a 10-minute delay in the procedure. The procedure was completed with backup product. It was reported that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis :evaluation determined that the hudson coupling was found broke and it was replaced to proceed the perforation test. The most likely cause of the failure is due to poor fit in the craniotome, coupling not compatible with hudson coupling; torque force when removing the easy drill or incorrect care/use. It was also noted that easy drill drilled four holes regularly, and as expected and auto stop worked correctly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.